Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer received a failed battery test alarm. The customer also reported that their insulin pump did not turn on for a while after the alarm occurred. Customer's blood glucose was 79 mg/dl. Troubleshooting was able to clear the failed battery alarm. The customer also stated their battery compartment was not damaged or corroded. A failed battery test alarm did not occur at the end of troubleshooting. No additional information provided.